Event description:
The shaft of this stent kinked when attempting to cross a left anterior descending lesion. It was removed and another cypher of the same size was placed. There was no patient injury reported.

Manufacturer narrative:
A report was received that a cypher sds was associated with kinking during use on a patient. The involved patient's age, gender and medical history were not provided. The reason for the patient's admission was not reported; but an angiogram revealed a lesion in the lad. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction of a 3.50 x 18mm cypher stent. Attempts to cross the lesion were unsuccessful and the product is reported to have kinked. The product was removed without injury to the patient and the procedure completed with another cypher stent. When the product was returned for evaluation, the hypotube shaft was fractured. Further information as to whether the product actually fractured during use has not been forthcoming. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. Numerous attempts have been made to acquire any additional information regarding the fractured hypotube. Evaluation summary: upon inspection of the returned product, the complaint was confirmed for kinked/bent. The hypotube shaft was fractured and remained attached within the outer sheath. The fractured faces were ovaled, indicating that the hypotube was bent or kinked prior to fracture. Fractures of this nature are usually the result of ductile overload. Force or cycling of the hypotube (kinking - straightening - kinking) may result in the eventual fracture of the hypotube as a result of excessive strain coupled with fatigue resulting from work hardening of the stainless steel. DHR was conducted for this lot and the product met quality requirements for product acceptance.